Manufacturer narrative:
The complaint investigation was performed by evaluation of the device engineering logs. Device failure was unconfirmed. Review of the engineering logs for the reported event on 11-jun-2026 found no malfunction alerts, no motor errors indicating inaccurate insulin delivery, and no evidence of device failure. A dexcom g7 sensor was in use, alerts were generated appropriately, and the ilet adjusted insulin delivery in response to cgm glucose values as designed. Factory resets were identified in the device history but were not associated with the reported event. The reported hypoglycemic event occurred after the user remained disconnected from the pump for extended periods, did not announce meals, and continued therapy despite being advised by the emergency department to discontinue use pending follow-up with the treating endocrinologist. Based on the available evidence, the device was found to have functioned according to its design specifications and intended use, and no product malfunction could be confirmed.

Event description:
On 12-jun-2026 the patient reported that on 11-jun-2026 the user experienced hypoglycemia with blood glucose (bg) levels of 39 mg/dl following automated correction insulin delivery after post-meal hyperglycemia. The user was transported to the hospital by a caregiver where the user was diagnosed in hypoglycemia and treated with intranasal glucagon (baqsimi) followed by intravenous d10 and discharged (B)(6) 2026. No long-term health effects were reported.